Event description:
It was reported that cgm displayed error message during use with sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, performed pump reset with guidance, and successfully restarted sensor session without further cgm error messages.